Event description:
It was reported that the patient was unable to adjust stimulation and the display was showing the "call your doctor" icon and a por (power on reset) condition. It was noted that the por condition was cleared. It was also reported that the patient was fine during the day yesterday and last evening seemed to not be doing as well. The patient had his implant checked two weeks ago this past tuesday and no issues were discussed or concerned about the battery. Subsequent information received reported that the cause of the event was unknown. It was also noted that the patient was seen on (B)(6) 2012 and it was documented that the patient was in end stage parkinson's and was in palliative care stage only. The physician was not notified of this issue by the family.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389-40, lot# j0222890v, implanted: (B)(6) 2002. Product type: lead: product ID 3387-40, lot# j0454677v, implanted: (B)(6) 2004. Product type: lead. (B)(4).